Manufacturer narrative:
The customer reported that their facility experienced a storm after which 6 of their war room central nurse's station's (cns's) started displaying communication loss. This lasted for about 20 minutes. No harm or injury occurred.

Event description:
The customer reported that their facility experienced a storm after which 7 of their war room central nurse's station's (cns's) started displaying communication loss.